Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-6.0-120-ptx device of lot number c1286329 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was asked to provide the device for evaluation. The investigation will be updated once the device has been returned and evaluated. Additional information was requested but not provided to date. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. As the device has not yet been returned for evaluation and the additional information was not provided, a definitive root cause for this occurrence cannot be determined, and no further comments can be made at this time. Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1286329. According to information provided, the patient did not experience any adverse effects due to this occurrence quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The procedure was initially a lower limb ischaemia. After he made the access and localization, he started with the treatment. Once the artery was widened with the balloon rival (bard), the doctor ordered a cook medical zilver ptx 6fr * 120 cm (lot # c1286329). Then, he advanced an implantation catheter with the zilver ptx stent into the area of the artery where the balloon was previously inflated. When he tried the action the thumbwheel delivery system, it appeared as if everything was working without problems, but soon we realized the stent was not coming out at all and it never did. The dr. Took the whole system out of the artery and ordered other zilver ptx 7fr * 120 cm which he had no trouble releasing.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-6.0-120-ptx device of lot number c1286329 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a 0.014¿ boston scientific wire guide. An abbot bmw wire guide of 0.014¿ diameter wire guide and a 0.038¿ termo wire guide were also used during the procedure. The device was flushed as per the IFU. The stent was not deployed in the procedure, and predilation was conducted prior to the attempted deployment. On evaluation of the returned device, crinkling damage was observed on the stent retraction sheath, just distal to the stability sheath. The flushing port rotated freely, and an unsuccessful attempt was made to flush the device. An attempt was made to deploy the stent, but the thumbwheel rotated freely and the stent would not deploy. There was damage observed on the stability sheath, just distal to the strain relief. The device handle was opened, and the stent retraction wire was observed separated from the stent retraction wire (srs). It was also noted that the flushing port (flla component) was broken. The customer was contacted to clarify their statement in regards to the use of a 7 french by 120cm stent to finish the procedure. The customer confirmed that the second stent used during the procedure was actually 7mm by 120mm, not 7 french by 120mm, and that there were no issues with the flushing port of the complaint device. The customer complaint is confirmed as the retraction wire was found to be separated from the stent retraction sheath. Possible causes for this occurrence could include a difficult patient anatomy or the use of a non recommended wire guide. From customer testimony, the complaint device was advanced over a 0.014¿ diameter wire guide. The wire guide could have provided insufficient support during deployment. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. From the product instruction for use: ¿if resistance is met during advancement of the delivery, do not force passage. Remove the delivery system and replace with a new device.¿ ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1286329. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information. Initial report details: the procedure was initially a lower limb ischaemia. After he made the access and localization, he started with the treatment. Once the artery was widened with the balloon rival (bard), the doctor ordered a cook medical zilver ptx 6fr 120 cm (lot # c1286329). Then, he advanced an implantation catheter with the zilver ptx stent into the area of the artery where the balloon was previously inflated. When he tried the action the thumbwheel delivery system, it appeared as if everything was working without problems, but soon we realized the stent was not coming out at all and it never did. The dr. Took the whole system out of the artery and ordered other zilver ptx 7fr 120 cm which he had no trouble releasing. Additional information received on 21-aug-2017 as follows: the customer stated that when the complaint device did not deploy, they removed the device and used another "zilver ptx 7fr 120cm" stent. Cook does not manufacture a 7fr device for this product. Can the customer please confirm the details of the device used? "Probably the mistake is that dr. (B)(6) used a zilver ptx of 7 mm of diameter and 120 mm of length, the product that he used was zisv6-35-125-7.0-120." Additional information received on 28-aug-2017 as follows: can we please ask the customer to clarify a detail from the event description? Please clarify if the wireguide passed through the whole device during use? As the flushing port was broken on the returned device which would inhibit passage of a wireguide and I need to determine when the flushing port got damaged.: " dr. (B)(6) was able to pass the guide wire all trough the device without any problem the device was already assembled and ready to deploy. Nothing was reported about a problem with the flushing port."

Manufacturer narrative:
Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) # p100022/s014. The zisv6-35-125-6.0-120-ptx device of lot number c1286329 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The customer was requested to clarify the size of the second stent mentioned in the event description. The customer was also requested to respond to queries from the lab evaluation. At the time of investigation, the physician was unavailable to respond to queries. The investigation will be updated once the information has been provided. From customer testimony, it is known that the complaint device was advanced over a 0.014¿ boston scientific wire guide. An abbot bmw wire guide of 0.014¿ diameter wire guide and a 0.038¿ termo wire guide were also used during the procedure. The device was flushed as per the IFU. The stent was not deployed in the procedure, and predilation was conducted prior to the attempted deployment. On evaluation of the returned device, crinkling damage was observed on the stent retraction sheath, just distal to the stability sheath. The flushing port rotated freely, and an unsuccessful attempt was made to flush the device. An attempt was made to deploy the stent, but the thumbwheel rotated freely and the stent would not deploy. There was damage observed on the stability sheath, just distal to the strain relief. The device handle was opened, and the stent retraction wire was observed separated from the stent retraction wire (srs). It was also noted that the flushing port (flla component) was broken. The customer complaint is confirmed as the retraction wire was found to be separated from the stent retraction sheath. Possible causes for this occurrence could include a difficult patient anatomy or the use of a non recommended wire guide. From customer testimony, the complaint device was advanced over a 0.014¿ diameter wire guide. The wire guide could have provided insufficient support during deployment. However, as the information was not yet provided, and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. From the product instruction for use: ¿if resistance is met during advancement of the delivery, do not force passage. Remove the delivery system and replace with a new device.¿ ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1286329. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the procedure was initially a lower limb ischaemia. After he made the access and localization, he started with the treatment. Once the artery was widened with the balloon rival (bard), the doctor ordered a cook medical zilver ptx 6fr * 120 cm ( lot # c1286329). Then, he advanced an implantation catheter with the zilver ptx stent into the area of the artery where the balloon was previously inflated. When he tried the action the thumbwheel delivery system, it appeared as if everything was working without problems, but soon we realized the stent was not coming out at all and it never did. The dr. Took the whole system out of the artery and ordered other zilver ptx 7fr * 120 cm which he had no trouble releasing.